Event description:
Surgeon was drilling central hole in patella for open repair of right quadriceps tendon rupture, when drillbit broke in patient's patella. Surgeon used product (309.038) with 309.035 to attempt to remove broken drillbit. Reamer broke as well.